Manufacturer narrative:
(B)(4). The returned device was visually inspected and reddish material was observed inside the pebax. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Per the condition observed, a scanning electron microscope (sem) testing was performed and the results showed results showed evidence of a hole on the surface of the pebax. It is possible that damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. Based on available analysis finding results, the damage on pebax does not appear to be caused by any internal biosense webster, inc. Processes since there is evidence that the catheter was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional sf catheter. Initially, it was reported that during the procedure there was a ¿force catheter sensor error¿. The problem resolved by replacing the catheter. The procedure was completed with no patient consequence. This event was assessed as not reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The biosense webster failure analysis lab received the device for evaluation and on august 25, 2017 noted that there was reddish material under the pebax of the catheter. No other damages were found on the catheter. This issue was assessed as not reportable. If foreign material was found underneath the pebax, however; there was no damage to the pebax integrity, then the potential that it could cause or contribute to a death or serious injury was remote. During additional assessment on october 9, 2017, the scanning electron microscope (sem) results showed evidence of a hole and mechanical damage on the surface of the pebax. It was possible that damage was generated with an unknown object. No other anomalies were observed. The additional finding of the hole in the pebax was assessed as a reportable malfunction. Therefore, the awareness date for this finding was october 9, 2017.